Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed, receiver charged and will boot. A pairing test was performed with a known good transmitter and passed.